Event description:
It was reported that a locking cap backed out approximately 1 month post-operatively.

Manufacturer narrative:
The explanted devices revealed regions wear to the surfaces. It is possible that this occurred during the removal process, while implanted, or while being implanted. A functional evaluation showed that the devices appear to function as expected and assemble nominally into the screw head. The exact cause of the reported issue could not be determined.

Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a screw backed out approximately 1 month post-operatively. There are no plans for a revision surgery.